Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for thoracoabdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprosthesis (tambe). During the procedure, a 22fr gore® dryseal flex introducer sheath was inserted via the right femoral artery and remained placed near the aorta for approximately 6 hours and 20 minutes. On an unknown date, following the procedure, the patient developed right leg reperfusion injury, presenting as swelling and edema of the affected limb. Additionally, a suspected type iiib endoleak originating from the gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) placed in the left renal artery was identified on a CT scan. There were two vbx devices implanted in the left renal artery, and it was unknown which device had the endoleak. To address the right-leg swelling, a surgical fasciotomy was performed to relieve muscular compartment pressure. Regarding the type iiib endoleak, no treatment was given and it was left for monitoring. The reporting physician commented as follows: prolonged advancement of the 22fr sheath near the aorta likely contributed to ischemia in the right lower extremity. Slightly withdrawing the sheath during the procedure to restore right internal iliac artery flow might have prevented the reperfusion injury. Regarding the suspected type iiib endoleak, after vbx deployment, difficulty advancing a bare-metal stent led to repeated contact of the introducer sheath tip with the same portion of the vbx device, possibly causing damage to the graft and resulting in the suspected endoleak.